Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. They were able to clear the alarm and rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump did not pass self test and insulin pump error occurred again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.